Manufacturer narrative:
The lead remains implanted and repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged following implant. The patient suffered a hematoma, at which time during the pocket evaluation, this lead was repositioned successfully. No additional adverse patient effects reported.